Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the exhalation latch in the open position. The se closed the latch resolving the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.